Event description:
It was reported that when the pacer dependent patient presented to the hospital, intermittent oversensing resulting in inhibition of pacing was noted. All lead measurements were normal. The ICD and the leads were replaced. The patient is in good condition.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.